Manufacturer narrative:
See MFR: 3012307300-2018-00833, 3012307300-2018-00879, 3012307300-2018-00880, 3012307300-2018-00881, 3012307300-2018-00882, 3012307300-2018-00883.

Event description:
It was reported that the smiths medical device "blood return big veins" and the device was hard to slide. It was indicated that a nurse blew a vein. No other information was provided.

Manufacturer narrative:
One peripheral intravenous catheter was returned for analysis in used condition. Visual inspection of the catheter noted that the sub-assembly was not included so the valve could not be evaluated. The sample had some residue in the flash chamber and trace amounts in the noses as expected from normal use. The nose and cannula were measured to verify that they conformed to specification, as excessive clearance may result in blood leakage through the guard. The cannula and nose were within specification. Based on the evidence, the complaint was unable to be confirmed.